Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the unsupported stent area of the talent bifur was thrombosed. When patient was brought back for re-intervention, they discovered a distal occlusion beyond the implanted graft and could not pin point the graft as cause. A thrombectomy was performed and a 15x18mm aneurx iliac limb was placed. The physician performed femoral to femoral bypass to get more blood to that side. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: arterial and venous occlusion. Conclusion: thrombus.